Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 26 august 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the steerable guide catheter (sgc) preparation, a tag of reworked was observed to be attached. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported device markings / labelling problem (manufacturing "work in progress" tag still on guide) appears to be related a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the steerable guide catheter (sgc) preparation, a tag of reworked was observed to be attached. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.